Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe found that the blood overflowed from the piston of the needle tube of the arterial blood collection device. The following information was provided by the initial reporter. The customer stated: the patient found that the blood overflowed from the piston of the needle tube of the arterial blood collection device when he was taking arterial blood collection for the patient according to the doctor's advice. He immediately replaced it and re-punctured it, which increased the suffering of the patient.